Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to erosion and in part based on physician recommendation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair with graft, cystostomy, and anterior/posterior vaginal prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress incontinence, overactive bladder complaints, frequency, urgency and urge incontinence.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urge urgency, urinary hesitancy and urinary tract infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh, the avaulta anterior biosynthetic support system and the avaulta posterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion. The patient underwent mesh revision/removal on (B)(6) 2009.